Manufacturer narrative:
The device was not returned, therefore, no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the system became unresponsive during the surgery. The surgery was completed without the use of a navigation device and there was no impact on patient outcome.